Manufacturer narrative:
This report is being submitted as follow up # 1 to provide the returned sample evaluation results. Visual inspection upon receipt revealed no anomalies in the appearance. The blood pathway was filled with saline solution and pressure of 2.0kgf/cm2 was applied to the inside of the oxygenator module. No leak was observed. The investigation results verified that the actual sample was the normal product and there is no evidence that this event was related to a device defect or malfunction. With very limited information about the occurrence of the reported event, the cause of this complaint cannot be definitively determined. All available information has been placed on file in quality management for appropriate tracking, trending and follow up.

Manufacturer narrative:
The actual device has been returned to the manufacturing facility and the evaluation is currently ongoing. A follow up report will be submitted when the investigation is complete, but no later than 30 days from the date that this report was sent. For this reason code 11 was used in the conclusions section of h6. A review of the device history record and product release decision control sheets of the involved product/lot# combination was conducted with no relevant findings. A search of the complaint file found no report with the involved product code/lot# combination. Terumo medical products (tmp) (importer) registration no. 2243441 is submitting this report on behalf of ashitaka factory of terumo corporation (manufacturer) registration no. 9681834. Exemption number e2015022. All available information has been placed on file in quality assurance at the manufacturing facility for appropriate tracking, trending and follow-up. H3 other text : device is currently under evaluation

Event description:
The user facility reported a leak in the fx25 capiox device pre cardiopulmonary bypass. Follow up communication with the user facility confirmed the following information: the product was changed out; the surgery was completed successfully; and there was no impact to the patient.